Event description:
Customer reported suction loss during laser firing due to too much fluid in patient's right eye (od). The procedure was completed successfully by switching to a new patient interface. No patient injury reported. No further information provided.

Manufacturer narrative:
Section a2, a4, and a5: patient demographics were requested, but not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section h3-other (81): the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : see h10.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on (B)(6) 2024 . Section h3. Device evaluated by manufacturer? Yes . Device evaluation: a visual inspection of the returned product was performed and the result was found within specifications. Functionality test was performed, and the result was found within specifications. The reported event cannot be confirmed. Based on the information obtained, product malfunction or product deficiency could not be confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.